Manufacturer narrative:
Continuation of d10: product ID 97745; serial# (B)(6); product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported pt weight is unknown and that the physician was present at their meeting.

Event description:
Information was received from a manufacturer's representative (rep) via a patient regarding an external device. It was reported that the controller isn't powering on or doing anything - when plugged into the wall, the ac power light comes on but the controller doesn't do anything nor does the green light come on at all. Caller stated patient is also having difficulty charging in that they've have been doing passive recharge mode attempts (using a spare controller and spare battery pack with patient's recharger) and antenna locate screen showed 93-94-100 but the implantable neurostimulator (ins) still isn't charging normally. Patient stated they were able to charge ins to 30% yesterday and charged a few days prior to that as well. Caller plugged patient's controller into wall without battery pack installed and still controller was unresponsive. Using fa unit, technical services (tss) had caller move recharger away from ins and back over ins and antenna locate numbers changed as expected and caller was able to see normal charging screen at one point that showed ins was 40%. While troubleshooting with caller's controller, they received software problem 1-intellis, 2-3.0, 3-243, 4-qf_port. Caller reset controller to resolve software problem message. Caller placed patient's battery pack into their controller and everything appeared to be working and charging as expected. Tss reviewed that controller appears to be root cause of issue and reviewed replacement controller would be sent. A replacement controller was sent out. No symptoms were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6); product type: 0201-programmer patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.